Event description:
In april 2000, I had abdominal wall incisional hernia repair, where mesh along with anchors were placed. I also had abdominoplasty preformed. As soon as my six week follow-up, I complained of abdominal pain. I could feel tension in my abdomen and little areas of pocketed pain. The doctor explained I was forming scar tissue over the anchors and that with time, the pain would go away. It was not. I have had years of abdominal wall pain, difficulty lifting, bending and severe pain while sick with a cough. In (B)(6) 2015, I underwent abdominal surgery for abdominal pain and weight gain. The surgeon did nearly five hours of small bowel surgery with an excessive amount of lysis of adhesions. Today, I am worse than before surgery. I have nausea, vomiting, cycles of constipation and explosive diarrhea. I am weak, tired, have a great deal of abdominal pain. I seem to learn a new physical limitation daily. I am convinced the mesh/anchors that were placed in my abdomen was the beginning of my slow decline.